Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. Upon interrogation, the right ventricular lead exhibited an increase in defibrillation impedance. The lead was explanted and replaced. The patient was stable.